Manufacturer narrative:
Other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the right side implantable neurostimulator (ins) was not working. They had not felt stimulation for a month (confirmed since 2017). The recharger would not connect to the ins since last week. No further complications were reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 37712 lot# (B)(4).implanted: (B)(6)2011 explanted: product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-08-15. The patient reported that one her device wasn¿t working, she couldn¿t charge her right side up. The patient reported seeing a call your doctor message on the recharger. The patient reported that it was making her nerves jump and she was seeing a warning power on rest (por) message on the charger. The patient reported that she couldn¿t get it to stop jumping like therapy was on, on the right side. The patient reported seeing an empty battery with a round disc behind the battery when syncing with the patient programmer (pp). The patient was not able to bypass this message. The patient was assisted in trying to activate a physician mode recharge (pmr) with the recharger but the patient reported that they weren¿t seeing the expected prm screen. The instructions for a pmr were reviewed again and the issue still didn¿t resolve. The patient reported that the patient programmer (pp) was showing 0.0 and seeing the stimulation on icon, however the screen changed to the neurostimulator (ins) battery was empty and needed to be charged screen and therapy had stopped. The patient reported that her nerves were no longer jumping and didn¿t know what happened but they calmed down. The patient was instructed to start a charge session and reported seeing the por message again on the recharger. It was reviewed how to bypass the por message and the patient confirmed being able to start a charge session and was able to get 4 coupling bars after repositioning the antenna. No further complications were reported.